Manufacturer narrative:
The device evaluation was corrected to remove details that were not applicable. As such, an updated device evaluation details are included below. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed the hemostatic valve was found dislodged inside the hub component. Per the event, several tests were performed. The magnetic and electrical features were tested, and no issues were observed. In addition, the product was deflecting correctly; but it was unable to irrigate. Device history record evaluation was performed for the finished device 00001949 number, and no internal actions related to the reported complaint condition were identified. The valve issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). It was noted on 11-apr-2023, that some information were incorrectly included on the device evaluation. Therefore, they were removed. An updated device evaluation is included on h10.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and air flows back into the side port issues occurred. The patient suffered electrocardiogram st segment elevation. It was reported that there was a leakage from vizigo¿ sheath valve. At the beginning of study, after catheter placement, a st segment elevation was noticed. Coronary angiogram was performed. Nearly at the end of the procedure, there was a pool of blood on the table from the vizigo¿ sheath valve. Unsure if this was a possible cause of air embolism. Surgery was delayed due to the reported event for 20 minutes. The procedure was successfully completed. No fragments generated. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was possible biosense webster inc. (Bwi) product malfunction. Intervention provided was atrial fibrillation ablation. The patient fully recovered (no residual effects). There was no damage observed on the vizigo¿ sheath. It was the hemostatic valve that broke. It did not dislodge inside nor outside the hub. The brim cap/hub did not detach from the sheath. There is no picture available. The sheath was used on the patient. There was a sudden st elevation. Coronary angiography was performed. When the question of ¿did air enter the patient¿s body?¿ was asked regarding the hemostatic valve leak issue, the response was: ¿possibly¿. When the question of ¿was air being introduced into the patient?¿ was asked regarding the issue with air flows back into the side port, the response was: ¿no.¿ the physician did not perform any maneuver to eliminate bubbles. No medical intervention required. It was unknown if the patient exhibited any neurological symptoms since the procedure was completed. The st segment elevation was assessed as MDR reportable since the event required intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The hemostatic valve leak issue and the air flows back into the side port issue were assessed as MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 01-mar-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and air flows back into the side port issues occurred. The patient suffered electrocardiogram st segment elevation. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed the hemostatic valve was found dislodged inside the hub component. Per the event, several tests were performed. The magnetic and electrical features were tested, and no issues were observed. In addition, the product was deflecting correctly; but it was unable to irrigate. Device history record evaluation was performed for the finished device 00001949 number, and no internal actions related to the reported complaint condition were identified. The valve issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).